Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade procedure. During the procedure, it was noted that the left ventricular lead has high pacing thresholds. The lead was replaced. No further information is available.

Event description:
New information received on dec 20, 2018, indicates that the patient was stable before, during, and after the procedure.